Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced diabetic ketoacidosis. The customer's mother reported that they received a motor error alarm and no delivery alarm. The customer's mother also reported that they had bent cannulas. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was around 900 mg/dl at the time of hospitalization. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed motor test. The insulin pump passed the displacement accuracy test.